Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters - the device recorded two rate limit pors -on (B) (6) and (B) (6) 2010.

Event description:
Multiple pors (power on resets) were reported. ICD was turned off and the patient went home with a magnet per the md. No patient complications have been reported as a result of this event.